Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure the patient was seeing distant rings in field of vision related to lens power. The lens was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 18.0 diopter lens was replaced with an 11.0 diopter lens. A iol exchange for a difference greater than two diopters, indicates the event is most likely related to a calculation error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure the patient was seeing distinct (not distant) rings in field of vision related to lens power. The lens was replaced with the same model iol but 7d difference in iol power.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).